Event description:
It was reported that the anchor/suture misfired and the implant would not maintain fixation. The anchor was retrieved from the patient using a grasper and an additional bone hole was created to successfully complete the procedure using a back-up device. It was noted that a competitive suture passer was being used and that the event resulted in a surgical delay greater than 30 minutes. No patent injury or other complications were reported.

Manufacturer narrative:
The reported mini magnum device was used for treatment and was received for evaluation. A relationship between the device and reported incident was established. The reported device was received with a broken green polyester suture. The implant was properly deployed and was not returned. Suture ends appear shredded which indicates the suture was over tensioned. Per information provided, the anchor misfired the suture in. The anchor came out and did not hold in place. Based on our visual inspection, customers complaint was confirmed as the suture was received broken and implant appeared to have deployed properly; however, it was not returned. The returned device is a single use device therefore functional test cannot be performed in the condition received root cause for customers observation is due to suture used and over tensioning the suture. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) off label use. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.